Event description:
Patient reported the luer lock on his infusion sets was cracked. Patient stated this issue has occurred 4 times in the past 2 weeks. Patient reported the issue occurred 2 times when he twisted the luer into the infusion adapter and then the other 2 times the issue occurred during normal use within hours. Patient stated his blood glucose level became elevated 2 times to more than 20.0 mmol/l (360 mg/dl); took correction via the infusion device after changing the infusion set. Patient's normal blood glucose level is 4-5 mmol/l (72-90 mg/dl). Patient reported he uses the infusion set 3-7 days. Advised on recommendation for use. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.